Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a power (battery life) issue. The distributor stated that the pump¿s battery life was shorter than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/19/2014 with the following findings: there was no evidence of short battery life observed. The pump was primed and exercised with no errors or alarms. Current draws were within specification and no intermittent condition was found on internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.